Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue, however occlusion recurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was in the 350 mg/dl range at time of event.